Event description:
It was reported that during a procedure to extract pacemaker leads with a spectranetics glide-light device, the inducer sheath tore within the patient anatomy. Reportedly, when the device was introduced into the patient using the additional inducer sheath, anti-traction force was applied and the inducer sheath tore. This fact was identified using fluoroscopy and the device was removed from the patient along with the damaged sheath. The damaged sheath was replaced with the second one that is provided with the device, and the procedure was completed successfully. The procedure was not significantly delayed and the patient was not impacted.